Event description:
It has been reported to philips that flexvision pc would not boot up fully. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. Review of the system log file showed that there was a malfunction with flexvision pc. The onsite service was cancelled as the customer stated the issue was fixed and services were no longer needed. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected .